Manufacturer narrative:
The harmonic ace has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off in the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall inside the patient

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off in the patient. To complete the procedure, a back-up instrument was used. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "tip broke off in the patient." The harmonic insert was found to have a broken blade. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. This event involved fragments falling into a patient and was successfully retrieved with no lasting permanent impairment of a body function or permanent damage to a body structure occurred and no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. If additional information becomes available, a follow-up MDR would be sent to reflect the information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2 corrected information can be found in field h10 a supplemental MDR is being submitted to remove the reference to the field action (isifa2018-04-c) that was incorrectly referenced in the initial MDR.

Event description:
Refer to h10/h11 for follow-up information.